Event description:
The hosp rep reported an infusion pump with an 812:00 failure code. The pump went into failure 812:02 during service and was constant. Although attempts were made by the baxter service shop to obtain add'l info from the reporting facility, details were not available regarding pt status, age of pt, medication involved or the set up of the infusion device. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.